Event description:
It was reported that an unknown sensor error message occurred. The sensor was inserted into the abdomen on an unknown date. Data was evaluated and the allegation was confirmed as a signal loss greater than an hour was confirmed. The probable cause was determined to be a signal loss. The probable cause of the signal loss could not be determined. The reported event of an unknown sensor error message is reportable based on the finding of a signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).